Event description:
It was reported that at follow up, the right ventricular lead showed low r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Interference/noise with ventricular short interval count (v-sic) equals 61 counts, in 0.91 day, between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Interference/noise with ventricular short interval count (v-sic) equals 61 counts, in 0.91 day, between (B)(6)-2012.

Event description:
It was reported that at follow up, the right ventrciular lead showed low r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a resulf of this event.